Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: complaint description: "multiple alarms from pumps during extreme busy shift air in ER line x4 micro bubbles advanced air, x2, removed from pump purged, cleaned channel with alcohol, reprimed, rectify fentanyl infusion x4-8 alarms for air, same procedure unable to fully clear champagne bubbles. Pt needed extra fentanyl doses to ensure receipt of medication due to interruption. Made caring for pt more difficult as I was caring for fussy pumps with micro champagne bubbles." No injury reported.